Event description:
On 6/20/2023, it was reported by a distributor via sems that (2) ar-3636h self bunching 1.8 knotless hip fibertak had issues. The first fibertak anchor bent, and the inserter tip broke off in the bone socket. The surgeon was unable to retrieve the broken fragment. The second fibertak had issues with the passing of the cinching mechanism, and the 2-0 suture broke. The anchor could not be implanted. A third anchor was used to complete the case. This was discovered during a hip labral repair procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are applying excessive leveraging forces, and prying/leveraging the device during insertion.